Event description:
The customer stated that she was treated by the paramedics twice due to low blood glucose levels. The reported blood glucose at the time of the call was 187 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.